Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display is dim. No further information was available at this time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/11/2013. Device evaluation: the device has been returned and evaluated by product analysis on 09/24/2013 with the following findings: it was observed that the text on the display screen was dim, discolored and difficult to read. A test display screen was used and the screen was fully functional and fully illuminated with no visible signs of fading or discoloration of text.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.